Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the gas delivery engine to be the cause of the reported issue. The gas delivery engine was replaced and the operational verification procedure was performed and the unit is meeting all manufacturer specifications. In the event the suspect gas delivery engine is received or additional information becomes available a follow-up report will be submitted at that time.

Event description:
The customer stated that while in use on a patient the unit displayed ¿ext high ppeak¿ and ¿circuit occlusion¿ and an audible alarm was present. The patient was placed on another ventilator and there was no harm to the patient reported.